Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported from an anonymous survey result that the potential patient response risk with the use of a coseal when used to seal suture lines along arterial and venous reconstructions in cardiovascular and/or thoracic surgical procedures was rated as moderate for risk of infection and was rated as high for encapsulation, seroma formation, delayed wound healing. The physician reported ¿fever and confirmatory images in CT¿ and "persistence of local collection in follow-up imaging tests in oncological patients". At the time of this report, no further detail was provided regarding if hospitalization was required, treatment for the event or the patient¿s outcome. No additional information is available.